Event description:
A patient's programming history was received and reviewed by the manufacturer on (B)(6) 2011. High impedance was found to have happened in 2009 and not reported to the manufacturer at the time of the occurrence. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received from the reporting physician indicating the patient underwent lead revision on (B)(6) 2010, in which the generator was programmed back on after being off due to high impedance. No x-rays were taken at the time and the physician could not remember if a fracture was confirmed at the time of surgery. However, no patient trauma was reported to have contributed to the reported high impedance. The explanted lead was discarded after explant and no product information was known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.